Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is down, overheating. There was no patient injury or death reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer(fse) evaluated unit. Fse was not able to reproduce the issue the customer. Ran unit for an extended period of time with no issue experienced. Compressor test performed within spec. Completed repair service with all functional and safety tests per manufacturer specifications. Returned unit to customer.

Event description:
N/a.